Event description:
During follow-up, oversensing of noise and increased capture threshold were observed on the right ventricular (rv) lead. Provocative testing was performed but noise could not be reproduced. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.